Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer contacted the technical support engineer (tse) to report that the light source was unstable, sometimes appearing dim. Initial troubleshooting involved suggesting a lamp module replacement. The customer indicated that the lamp module had already been replaced within the month and had only been used for 35 hours. The customer had switched to a third illuminator to continue the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was a kidney pelvis and completed successfully.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the malfunction, and tested it with a new bulb, but the fault still persisted. Fse replaced the illuminator. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the illuminator for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The illuminator was analyzed and the reported problem was confirmed and replicated. No related error codes were found in the system logs. Upon visual inspection, no issues were found that could be directly related to the reported event. The unit was installed in a golden system and underwent 10 power cycles without any error codes being triggered. However, during testing, the technician noticed that the light was flickering and not stable once it reached approximately 80¿100% of its power. The issue persisted even when another light bulb was used. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to electrical issues resulted from a faulty illuminator. This issue can be resolved by replacing the illuminator.

Event description:
Refer to h11 for follow-up information.